Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 128910 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 128910 showed that the complaint rate is (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Mdrs associated with this case include: 1221359-2021-00585 1221359-2021-00586 1221359-2021-00587 1221359-2021-00588 1221359-2021-00589 1221359-2021-00590 1221359-2021-00591 1221359-2021-00592 1221359-2021-00599 1221359-2021-00594 1221359-2021-00595 1221359-2021-00596

Event description:
The customer reported a false negative result with a direct nasal testing binaxnow covid-19 ag card test assay performed on (B)(6) 2021. No repeat testing took place. Confirmation testing with nasopharyngeal swabs with pcr generated positive results;CT values not provided. The customer stated the patient was not symptomatic and confirmed that there was no death or serious injury based on the binaxnow coivd-19 ag card assay results. The patient's treatment was delayed based on the binaxnow covid-19 ag card test assay by two days. No patient information, including symptoms, treatment or outcome provided. Due to the risk of a false negative result leading to possible exposure to no or delayed treatment, this event shall be considered reportable.